Event description:
Pelvic peritonitis [slurry] [peritonitis], pelvic abscess [slurry] [pelvic abscess]. Case description: a spontaneous literature report titled, "an adhesion barrier may induce peritonitis and abscess after laparoscopy-assisted myomectomy with vaginal extraction: report of a case" was received on (B)(6) 2009 from a genzyme company rep and confirmed by an hcp on (B)(6) 2009 regarding a (B)(6) female pt with a history of two spontaneous abortions at (B)(6) of gestation, who experienced pelvic peritonitis and abscess after treatment with seprafilm slurry. Pelvic ultrasound revealed two intramural myomas measuring 6 and 5 cm. A diagnosis of symptomatic uterine myoma was made and laparoscopy assisted myomectomy (lam) was scheduled. On an unk date in (B)(6) 2008, lam was performed under general anesthesia. Three hyaluronate and carboxymethylcellulose sheets were cut into shavings with metzenbaum scissors and a gelatinous mixture of slurry was formed by combining it with 35 ml of saline in a basin 30 minutes prior to surgery. The slurry was loaded into a 60 ml toumey catheter tip syringe, and a size 20 catheter was used to introduce the slurry into the pelvic cavity. Three days following procedure, the pt developed a high fever and lower abdominal pain. A blood count revealed leukocytosis. Peritonitis was suspected and the pt was treated with cephalosporin IV q6h for 5 days, gentamycin im bid for 5 days, and metronidazole q8h for 7 days. The pt's fevers persisted. Radiograph of the abdomen showed free air trapped in sub-diaphragm, and a computed tomography (CT) scan showed inflammatory changes in pericolonic tissues and focal abscess formation. Bowel perforation was suspected and laparoscopy was performed. No intestinal perforation was detected, but pus was found in the pelvis. The abscess was evacuated and irrigation of the pelvis was performed. A penrose drain was placed and wounds were closed. Culture of the pus revealed escherichia coli. Antibiotics were continued for 3 add'l days and the fever subsided. The pt remained asymptomatic for 2 days and was discharged home 12 days after initial surgery. The publication stated that the development of pelvic peritonitis and abscess might have been related to the off-label use of bioabsorbable membrane converted into a slurry. However; in an adverse event report from one of the authors of the publication, it was reported that the events were unrelated to seprafilm slurry. At the time of this report, the pt had recovered without sequelae.